Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient has experienced reoccurring eye infections in the right (od) eye while using the product. The patient sought emergency medical treatment and was prescribed drops (medication unknown). When the infection returned, the patient sought treatment from the eye care provider and was prescribed tobradex drops. The patient temporarily discontinued lens use for two weeks and disposed of the lens storage case. When the patient restarted use with a new pair of lenses the infection returned. The eye care provider indicates edema throughout the eye and a peripheral infiltrate. The eye care provider provided a diagnosis of corneal disorder due to contact lens, bilateral, no specific diagnoses for infection is provided. While no further details are given, the eye care provider state that medication was very likely prescribed to prevent or preclude permanent impairment of eye function or structure. The incident fully resolved (B)(6) 2017 and patient returned to lens use. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, and indication of intervention required to prevent or preclude permanent injury or impairment. This event is being reported in the us and does not meet the minimum criteria of an adverse reportable event in any other country or region where the product is sold. Medical information that is received after the date of this justification will be assessed to determine if the event is determined reportable.